Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required. Other remarks: related complaints to this event: tc #1900055408 and MDR #1219856-2017-00230, tc #1900055535 and MDR #1219856-2017-00238.

Event description:
This complaint was generated due to information that was received in another reported complaint. It was reported by the rn that a hissing noise was heard coming from the bifurcation of the intra-aortic balloon (iab) near the one-way valve. The clinical support specialist (css) explained that the rn was hearing the helium transition in and out of the iab. There have been no alarms and no signs of blood in the tubing. The patient is stable. No further assistance was needed. Additional information received via a separate complaint regarding the same patient: the rn informed the clinical support specialist that the catheter had been removed. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4). Related complaints to this event: (B)(4) and MDR #1219856-2017-00230, (B)(4) and MDR #1219856-2017-00238.

Event description:
This complaint was generated due to information that was received in another reported complaint. It was reported by the rn that a hissing noise was heard coming from the bifurcation of the intra-aortic balloon (iab) near the one-way valve. The clinical support specialist (css) explained that the rn was hearing the helium transition in and out of the iab. There have been no alarms and no signs of blood in the tubing. The patient is stable. No further assistance was needed. Additional information received via a separate complaint regarding the same patient: the rn informed the clinical support specialist that the catheter had been removed. There was no reported patient death or complications.